Event description:
It was reported that there were cases of postoperative corneal endothelial loss. The number of cases and the details of the intraocular lens implanted are unknown. The ultrasonic oscillation setting of the equipment was recently changed, but it may be attributable to the ophthalmic viscosurgical device (ovd) used. The two ovds used during surgery are from different manufacturers, and the issue occurred when only one of them was used without combining them. There were no patient injuries, and no other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.